Event description:
In 2009, a female patient underwent a venous ablation procedure in the left greater saphenous vein. Three days later, the patient complained of weakness and shortness of breath. A cardiac evaluation did not find any significant abnormalities. A cat scan evaluation revealed a pulmonary embolism. She was treated with anticoagulant medication (acenocoumarol). Follow-up was performed one day after treatment with anticoagulant medication, and patient was feeling fine with no shortness of breath.

Manufacturer narrative:
Pulmonary embolism is a recognized complication of venous ablation therapy that is described in the product instructions-for-use. In addition, other patient factors could contribute to this complication such as the patient's age, family history, or the presence of other medical problems. As suggested in the instructions-for-use under follow-up care, vnus recommends the following: instruct patient to ambulate frequently and refrain from strenuous activities or heavy lifting for several days. Post-operative compression for at least 1 week is recommended. Follow-up examination within 72 hours should include an assessment to ensure that there is no thrombosis extension into the deep veins.